Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the device/product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported from 4 ab (okl6080) that the tubing separated and leaked during a cytarabine chemotherapy infusion at an unspecified rate. The tubing set was unable to be clamped as no clamp was available. Chemotherapy spilled on two rns and a technician. Customer stated that there is no further event information available.